Event description:
Pt had a bard g2 ivc filter placed several weeks prior to the event. The ivc filter migrated into the hepatic vein causing bleeding and possibly a wire dislodged and still may remain in the pt. She had to undergo an open procedure to remove the filter. Diagnosis or reason for use: dvt and pe.